Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving additional information but does not change the investigational results. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update 16 august 2016 - a lcs surface topography case study of the norwegian arthroplasty registry has researched early aseptic loosening of a mobile bearing total knee replacement after registry based studies had reported an increased risk of aseptic tibial loosening for the cemented low contact stress (lcs) total knee replacement compared to other cemented designs; however the reasons for this have not been established. A retrieval analysis was initiated with the aim of identifying the failure mechanism. Reason for revision / adverse event details: loose prox, loose distal, pain. Activity level 3 - 1 stick.

Manufacturer narrative:
The complaint states new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - revision due to tibial loosening. No further details available. Update 16 august 2016 - a lcs surface topography case study of the (B)(6) arthroplasty registry has researched early aseptic loosening of a mobile bearing total knee replacement after registry based studies had reported an increased risk of aseptic tibial loosening for the cemented low contact stress (lcs) total knee replacement compared to other cemented designs; however the reasons for this have not been established. A retrieval analysis was initiated with the aim of identifying the failure mechanism. Reason for revision / adverse event details: loose prox, loose distal, pain. Activity level 3 - 1 stick a complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received, the complaint shall be reopened and investigated further. Post market surveillance per (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision due to tibial loosening. No further details available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.